Manufacturer narrative:
Concomitant medical products: product ID: enlw1616c120ee, serial/lot #: (B)(4), ubd: 05-mar-2012, UDI #: (B)(4). Product ID: enlw1616c80ee, serial/lot #: (B)(4), ubd: 10-feb-2012, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that a type ia endoleak and aneurysm growth was observed 9 year later. An intervention procedure was carried out a month later with the embolization of the endoleak. The post-op angio showed a potential type v endotension endoleak. It was reported that the patient died the following day during emergency transport to the hospital due to a likely gastric bleed. The event was reported by the investigator and site to be related to the endurant device. No additional clinical sequelae were reported.